Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving an alert for device being in back up vvi mode. The device was successfully restored after a device download. The patient was unharmed and discharged.